Manufacturer narrative:
Device-a: d5,6; h2,3,4,6; g4: added additional info. H6; broken closure mechanism. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, n/a; cartridge condition, n/a; cartridge return batch number, n/a and condition of knife, ab good. Functional tests & results: condition of firing trigger lockout, ab good; condition of pinion gear, ab good; condition of short rack, ab good; condition of yoke, a broken b good and was instrument cycled, a no b yes. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument a was returned with broken closure yoke teeth. Instrument b was returned in good physical condition. No testing could be performed on a due to returned condition. Instrument b was cycled, fired, cut, and formed staples within design specification. It was concluded that instrument b was fully functional and conforming to design specifications.

Event description:
It was reported the ez45g was used during a video assisted thoracic surgery. It was reported by the affiliate when the surgeon fired the device the firing trigger broke. There was no consequence to the pt.